Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems, vaginal infection, fatigue, hair loss. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.